Event description:
The customer reported an issue with their pump battery not charging. There was no adverse impact to the customer's blood glucose level. Customer used a new tandem supplied usb cable and wall adapter to resolve the issue.